Event description:
The pt reported that on (B)(6) 2010, she became unconscious and fell in the bathroom and hit her head. The hospital believes the issue was caused by the infusion set. The pt began using this type of infusion set one month ago. The pt has experienced issues with air bubbles in the insulin cartridge and infusion set. On (B)(6) 2010 or (B)(6) 2010, the pt received insufficient amounts of insulin during the night. On (B)(6) 2010, a company representative contacted the hospital for further info. Hospital personnel stated it was not necessarily the infusion set that cause the incident, but air bubbles in the infusion set may have contributed. No further info is available. It is unk if product will be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.